Manufacturer narrative:
RMA 859583339-l has been initiated for this issue. Model trx28r serial number/date code (B)(4) is approximately 1 year 10 months of age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The rachet bar on the back of the recliner allegedly broke. No alleged injury.

Manufacturer narrative:
(B)(4) with the product being reported as a trex28r manual wheelchair. The correct product is a 3 position recliner, model #ih6065a. (B)(4) has been initiated for this issue. Model trx28r serial number/date code (B)(4) is approximately 1 year 10 months of age. The user manual part number 1110546 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown

Event description:
The rachet bar on the back of the recliner allegedly broke. No alleged injury.